Event description:
Reporter called stating that the dexcom g7 continuous glucose monitoring device has been reading his wife's blood glucose levels incorrectly since obtaining it (approximately 3-4 weeks ago). On multiple occasions, the device is giving readings that are 30 to 60 points too high or too low. The device awakens her (alarm) due to the false readings causing her anxiety and loss of sleep (she has dementia). She has been hospitalized several times since starting to use the device resulting in approximately (B)(4). In medical bills (hospitalization, ambulance, etc.) Based on false readings that the device is providing hence, unnecessary treatment. Reporter has contacted the manufacturer about this problem but he states that all they do is send a replacement which does the same thing all over again. Reporter states that prior to using the dexcom g7, his wife was using the freestyle libre which worked much more accurately and with minimal problems.